Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured, and it was noted at the center part. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.